Manufacturer narrative:
Age at time of event: over 60 years old.   (B)(4).   Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned device, the following attributes were examined: the express delivery system was returned with the stent fully mounted onto the delivery device. A visual and tactile examination identified one kink on the on the shaft of the device approximately 5mm proximal to the proximal edge of the distal markerband. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the complaint incident. The stent was returned fully attached and in the correct position on the balloon material. A visual and microscopic examination of the stent identified that the distal end of the stent was damaged at the site of the shaft kink. The stent struts were noted to be lifted and the stent was compressed at the kinks location. No issues were noted with the stent that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 18-april-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the subclavian artery. A 10.0x40x75cm express¿ ld stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. It was further reported that the stent was damaged during advancing.